Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. The customer was unable to reset the malfunction due to the unavailability of the charging cable. After contacting technical support, the customer was provided with pump reset information and assisted with resetting the pump. The malfunction code did not recur, and the customer was instructed to call back if it did.